Manufacturer narrative:
H3: it was reported that, while in use on a patient, this 980 ventilator displayed background fault codes indicating the ventilator entered backup ventilation (buv). This reported issue was addressed remotely. When the biomed reached out to technical support personnel for assistance, the technical support personnel advised the customer to run extended self test (est). Biomed performed est and no error codes were observed. The unit was allowed to ventilate on a test lung and it ran for 36 hours with no issues. The potential cause of the reported entry into buv was a transient out of range pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed background fault codes indicating the ventilator entered backup ventilation. There was no injury to the patient.